Event description:
The customer reported a blank display after being pushed into a pool while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor assembly.